Event description:
It was reported that prior to the start of a da vinci-assisted nephrectomy surgical procedure, user informed the technical support engineer (tse) that they encountered a repeated non-recoverable error 8 . The user attempted multiple system restarts, but the issue persisted. The tse conducted a video call to guide the user through shutting down the system, switching off the circuit breaker to the vision side cart, ensuring internal mains cables were secure, cycling the core power switch, and returning all switches to the on position. Despite these efforts, the error condition remained unchanged. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Core power tray assembly has been replaced to correct the reported error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.